Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 550 mcg/day via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. The date of 8780 implant was noted as (B)(6) 2019; however, it was also reported the doctor put in a new catheter on (B)(6) 2019 to move the catheter higher to get a new area of spasticity. The new catheter did not aspirate on (B)(6) 2019 dye study and the patient still had spasticity. The doctor thought the catheter was epidural. A catheter revision was scheduled for (B)(6) 2019 and the issue was not resolved at the time of this report. Other medications the patient was taking the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason) and the patient¿s status was ¿alive- no injury.¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6)2019, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial/lot #: (B)(4), ubd: 2021-01-10, UDI#:(B)(4), product ID: 8731sc, serial/lot #: (B)(4), ubd: 2016-03-05, UDI#:(B)(4). Product ID: 8578, serial/lot #: (B)(4), ubd: , 2015-11-27 UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the doctor wanted to place a new catheter higher to get this new area of spasticity and it was clarified the new catheter was implanted on (B)(6) 2019. The increase of spasticity happened in (B)(6) 2019 (specific date not reported). The revision occurred on (B)(6) 2019 and was successful. The cause of the inability to aspirate the catheter was unknown. The hcp opened up the back incision and pulled out the spinal segment and replaced it. The physician did not think it was necessary to return any portion of the 8780. Additional information on (B)(6) 2019 indicated the doctor removed the old devices because he wanted to put in a brand-new catheter and not splice together old devices. He wanted to put in a brand-new catheter to place it higher in the intrathecal space to capture a new spasticity and original. No further complications were reported/anticipated or expected.